Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA 643143, addressing MDR reporting guidance from the FDA¿s 1995 preamble, which ensures complaints related to corrections and recalls previously reported to the FDA under 21 cfr 806 are now reported as mdrs; this is not a new malfunction/event. Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, the device was returned with the end cap/screw gear snap fit connected. The capsule, tip-retrieval mechanism, inner member shaft, and spindle hub all appeared intact with no evidence of damage. Visual inspection of the suspect dcs showed the handle components were detached from the delivery catheter system (dcs). The tabs were observed detached from the male deployment knob component. During functional testing, the distal edge of the capsule seats flush against the catheter tip when fully advanced. Conclusion: the dcs was returned and evaluated by medtronic; gross visual analysis confirmed the reported deployment knob separation. The tabs were observed detached from the male deployment knob component. There was no other evidence of damage on the dcs. The device history record was reviewed and showed this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Actuator separation is typically associated with broken or damaged snap fit tabs, either one tab or both, which hold the handle together. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this 29 mm transcatheter bioprosthetic valve, the deployment knob of the delivery catheter system (dcs) detached during loading of the valve. Subsequently, the dcs was not used for implant and will be returned for analysis. A second dcs was used to successfully complete the procedure. No adverse patient effects were reported.